Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are attributable to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. No accident or trauma was reported. Recipient did not react to loud noise during hearing test performed only with the affected side (and the contralateral side turned off). Re-implantation was performed on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels. No accident or trauma was reported. Recipient did not react to loud noise during performed hearing test. Re-implantation is considered.